Event description:
A customer reported that the pump became hot to touch while it was charging, although no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to return the problematic pump using a pre-paid label and provided instructions on using the storage mode before returning the pump. A replacement pump with updated software was sent to the customer, who acknowledged the necessary steps for using the new pump upon receipt.